Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of the internal hemorrhoids at the superior mucosa performed on (B)(6) 2022. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted no damages. The device was observed under magnification and the trip wire was secured in the slot of the handle. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the returned handle assembly were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned handle assembly, there was no damage found. The handle could rotated without any problems. The most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of the internal hemorrhoids at the superior mucosa performed on (B)(6) 2022. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.